Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 cubie d1 failed and unable to recover. The field service engineer (fse) called the client and assisted in clearing a plastic bag that was preventing the lid from opening. The client successfully removed the obstruction, and the device is now working properly. Logged in as cf support, opened the hardware test application, tested the drawer, and verified proper opening or closing and cubie functionality. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 pocket d1 failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.